Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced severe hyperglycemia with the ilet system displaying ¿high,¿ and a fingerstick confirmed a blood glucose of 512 mg/dl following an earlier occlusion alert and an alert 23 that were not acted upon; the event was attributed to an infusion set failure likely related to a kinked cannula, and troubleshooting and education were provided including a full supply change and successful load sequence. Symptoms included hyperglycemia without reported ketoacidosis or other systemic symptoms. Outcomes included prolonged elevated glucose for more than three hours without the need for professional medical intervention, and glucose trended downward by the end of the call. Investigation of this case revealed an occlusion at the infusion site and probable cannula kinking consistent with loss of insulin delivery. It was concluded that the event was related to an infusion set issue causing interrupted insulin delivery, and user education and set replacement resolved the problem.